Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: testing confirmed time/date issue. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery (bt1) found to be leaking. Dates in total daily dose history are incongruent changing from (B)(6) 2013 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2013 and from (B)(6) 2013. Daily insulin delivery totals appear inconsistent due to time/date issue. Black box shows a manual time change from (B)(6) 2007 3:05am to (B)(6) 2013 3:05pm. Black box shows time and date resetting to default following a por at 5:05pm (B)(6) 2013; the time was then manually set to 5:10pm (B)(6) 2013. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) was 480mg/dl with moderate ketones and headache midmorning today while patient was at school. Reporter states patient gave himself a correction bolus while at school to treat high bg and at 2:30 this afternoon bg was 68mg/dl. Patient disconnected from pump until he arrived home and ate a snack; next bg was 132mg/dl and patient has resumed pump. Reporter states that time/date have defaulted to factory setting of jan 1, 2007 with battery changes, but patient didn't verify the time/date at last battery change on (B)(6) 2013. Customer support advised reporter pump will be replaced and instructed reporter on the importance of always verifying the time/date/battery type each time the battery is replaced. The time/date issue is not being reported because the pump displayed the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because a patient on pump therapy experienced hyperglycemia subsequent to the use error of not verifying the time/date after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as contributory to the hyperglycemia.